Event description:
Device malfunction: unable to achieve marking. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of the common femoral artery in the use of the proglide device after an unspecified procedure. Reportedly, a continuous drip of blood could not be achieved through the marker lumen. It is unk how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device info. The device has been received. Investigation is not complete.